Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and adapter. Customer¿s blood glucose (bg) level was 49 mg/dl. Cause of bg was due to customer miscalculation resulting in bolus ending up being too much insulin. Customer consumed carbohydrates to address bg. Reportedly, the customer was able to charge the pump with an alternate cable and adapter.